Manufacturer narrative:
H4: the lot was manufactured from november 03, 2022 to november 07, 2022. H10: the device was received for evaluation. Visual inspection was performed and noted fluid inside a bag. When the unit was removed from the bag, the cause of leak inside the bag was found to be an untightened blue winged cap. The cap thread was not exposed. Functional testing was performed by filling the device. After fill, the blue winged luer cap was hand tightened. The sample was being monitored until the next day and no signs of leak were observed. The cause of leak was due to user error by not securely tightening the blue winged cap. The product label (IFU, instructions for use) indicates the winged cap should be securely connected to the device after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from an unspecified location. The leak was observed prior to patient use and was contained within the sealed overpouch. The device was filled with piperacillin / tazobactam 13500mg in 240ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.